Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator had issues with powering up and powering down. There was no patient involvement. The service engineer (se) inspected the device. The se found no error codes in the ventilator diagnostic logs. The se replaced touchscreen to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.